Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported by rep: "doctor used the 2.1mm drill to pre-drill for a 3.0 asnis micro screw. She used the drill over the 1.2mm k-wire. About 2 seconds after drilling, she noticed the tip of the drill was completely splintered and destroyed. She removed the drill and completed the case without it." Additionally reported: "there was maybe a 3 minute delay when the drill first broke. The doctor instantly recognized the break and removed it. There was one splinter that broke off that she was able to remove. There were no consequences to the patient because of the delay."

Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the reported failure mode. Device inspection revealed the following: the received drill was found to be broken from around the proximal region with a k-wire trapped inside. The drill was absolutely splintered, torn and also bent. This is a case of torsional overload as evident by the bent drill and the k-wire inside. The drill was used with a power tool so it could be said that torque couldn't be controlled and hence a deviation from operating procedure. The torque was so high that it broke the drill around the proximal even with a k-wire inside. The narrow space on one axis and excessive space on the other axis of the drill cut section confirms application of high rotational forces. Upon closer inspection it was observed that the drill¿s flutes were blunt, which ultimately forced the user to apply excessive torque and hence the drill broke. A micro crack at the tip of the drill probably initiated the splintering of the drill from the distal. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the above investigation, the root cause of the failure is user related. The breakage and splintering of drill happened due to application of excessive torque during surgery. The op-tech there is a warning given in relation with the above such event: ¿note: in order to avoid damaging the k-wire, use low speed.¿ if any further information is provided, the complaint report will be updated.

Event description:
As reported by rep: "doctor used the 2.1mm drill to pre-drill for a 3.0 asnis micro screw. She used the drill over the 1.2mm k-wire. About 2 seconds after drilling, she noticed the tip of the drill was completely splintered and destroyed. She removed the drill and completed the case without it." Additionally reported: "there was maybe a 3 minute delay when the drill first broke. The doctor instantly recognized the break and removed it. There was one splinter that broke off that she was able to remove. There were no consequences to the patient because of the delay."